Event description:
A nurse reported that a multifocal intraocular lens (iol) was exchanged, because the pt experienced dysphotopsia. In a follow up the surgeon reported that the pt also had glare and halos prior to the exchange and was prescribed glasses as a treatment. The surgeon reported that the event resolved after the exchange procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to have been made to obtain additional info by phone, fax and email. A completed questionnaire was received on 12/13/2013. (B)(4).